Manufacturer narrative:
A field service engineer was dispatched whoconducted on-site follow-up with the customer.the fse observed that the g8 was not reporting any results and that the pressure was irratic.the fse rebuilt the pump, checked that all fittings were secure, and changed the valves and the plunger.the system was flushed until the pressure returned and maintained the normal value. The instrument was returned to normal operation. The most probable cause of the reported event was due air in the lines leading to the pump. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2017, a customer reported a flag 35 retention time out of range on their g8 analyzer. A field service engineer (fse) was dispatched on (B)(6) 2016 to address the reported event, which resulted in delay in reporting of patient results hba1c.there was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.